Event description:
A respiratory therapist (rt), employee of a company which leases the ventilator from a home healthcare dealer, reported, "pt found disconnected from vent; nurse alleges no alarms occurred. Pt reportedly in the hospital with possible brain damage. The rt also reported that a "secondary nurse along with rt did power vent on after incident and appeared to function properly." The rt indicated that the owner of the ventilator was also notified of the event.